Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -16.50/+2.0/097 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: reportedly, problem was not resolved. Icl was explanted (B)(6) 2023 due to rotation and iop spikes. Claim# (B)(4).